Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one endeavor resolute rx coronary drug eluting stent to treat a severely tortuous, severely calcified lesion exhibiting 95% stenosis located in the circumflex (cx) artery. The device was inspected prior to use with no issues noted. Negative prep was performed with no issues. It was reported that the device failed to cross the lesion and that stent deformation occurred in vivo during positioning/ advancement to the lesion. The patient is reported to be alive with no injury.

Manufacturer narrative:
The lesion was pre-dilated. Resistance was noted while advancing the device to the lesion. Excessive force was not used. Another brand device was used to complete the procedure. If information is provided in the future, a supplemental report will be issued.